Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Event description:
It was reported the disposable attached to the pump alarmed no disposable pump won't run last preventive maintenance about halfway through. Alarm unresolved with stopping pump, removed disposable, reattaching disposable, and restarting pump. Patient wasted remaining medication in disposable and changed to new disposable and pump. No further details provided.

Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.